Event description:
Information was received indicating that the check disposable and float switch alarms occurred to a smiths medical level 1® h-1200 fast flow fluid warmer. The customer reported that the board, micro switch and float switch were replaced but the device continued to alarm. There were no reported adverse effects.

Manufacturer narrative:
One level 1® h-1200 fast flow fluid warmer was returned for analysis in fair condition. Test disposables were installed and the unit was powered on. The check disposable alarm activated upon powering up and the back cover was removed for further investigation. Found plug connection from interlock switch had been improperly terminated at circuit board. The check disposable alarm would continuously activate as the main circuit board would be receiving a high as an input signal from the switch in this condition. Water was noted to be pooling up at the top of block #2 and water stains on the main pcb. Further inspection revealed a crack in the return tube that had leaked water on to the main board. It was also observed that the crack had been attempted to be repaired with adhesive by the customer. Based on the evidence, the complaint is confirmed. The root cause of the alarm was from user interface not installing pcb correctly. The crack root was found to be caused from the tube design.